Manufacturer narrative:
B7: added medical history. D4: added lot #, catalog #, expiration date, di # d4: updated brand name g5: added PMA/510k # h4: added device manufacture date h6: updated results/method code as valid lot# provided. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6) . Operative report. First assistant: (B)(6) . Name of operation/procedure: laparoscopic right flank hernia with mesh. Preoperative diagnosis: right flank hernia. Postoperative diagnosis: right flank hernia. Anesthesia: general endotracheal tube. Material forwarded to laboratory: none. Estimated blood loss: 25 ml. Fluids given: please refer to anesthesia worksheet. Reason for operation: patient was very pleasant 48-year-old female who has a prior history of a right nephrectomy for renal cell carcinoma who presents to the clinic with a bulge through her incision on the right flank. CT scan consistent with right flank hernia. Operative benefits and risks were discussed with the patient at great length. She opted for surgical management. Operative findings: description of operation: ¿after informed consent was obtained the patient was taken to the operating room and placed in supine position where general anesthesia was induced via endotracheal tube without complications. An appropriate time-out took place. The patient was placed in the left lateral decubitus position with the right side up using the bean bag for stabilization. She was appropriately taped and secured to the table, as well. She had pillows placed appropriately between her knees and ankles and under arms. Foley catheter had already been placed. Bilateral scd¿s were placed for dvt prophylaxis and she received a preoperative dose of antibiotics. She was prepped and draped in the usual sterile fashion. A right abdominal incision was made just to the right and at the level of the umbilicus. Subcutaneous tissue was divided down to the fascia which was opened sharply. Then dissection continued bluntly with a finger into the intra-abdominal cavity. A balloon-tipped trocar was placed and balloon was inflated securing the trocar into place. Co2 insufflation was begun to maximum abdominal pressure of 15. Intra-abdominal cavity was inspected and no injury, bleeding or bowel contents were notes. There were minimal amount of adhesions in the upper abdomen. There was an obvious large hernia on the right flank just below the costal margin. There was a small amount of adhesions in the liver and the right hepatic flexure to the right lateral and superior border of the hernia. Two additional 5 mm trocars were placed in direct visualization. These adhesions were taken down then, sharply and bluntly, clearing the hernia space in all directions 3 to 5 cm. Posteriorly extended to the right paraspinal muscle musculatures. This provided adequate coverage with approximately 3 cm extension beyond the hernia edges. Hernia was measured to be approximately 10 x 15 cm in size. Decision was made to use dual mesh and a 20 x 30 cm dual mesh was brought onto the field. It was cut to approximately 20 x 29 cm. Four stay sutures were placed in 4 quadrants using all gore-tex sutures. The mesh was marked as well as the abdominal wall and it was rolled and placed into the intra-abdominal cavity. It was unrolled and positioned. The posterior stay suture was brought out first transabdominally using the suture passer. Small skin incision was made with an 11 blade. It was made with 11 blade after confirming appropriate angle and position with a spinal needle. The suture passer was then used and brought transabdominally to grasp the gore-tex suture, bring it out and then in similar fashion the second limb of the stitch, bringing it out with a small gap of fascia in between to anchor it. This stitch was placed as far posterior as possible in the paraspinal musculature. It was noted that the superior stay stitch was too close to the periphery of the mesh as this would be above the costal margin and it was cut. Using the suture passer, a stay suture was then placed more towards the middle of the mesh¿s superior aspect, transabdominally, just below the costal margin. The medial and inferior stay sutures were then brought out transabdominally in a similar fashion after stretching the mesh and making sure that they were appropriately placed. When all 4 stay sutures were placed, they were pulled up, thus approximating the mesh to the anterior abdominal wall and it was inspected and found be appropriately taut with a good diamond shape. Absorbatack device was then used to anchor the mesh to the anterior abdominal wall along the periphery placing these tacks approximately 1 cm apart all along the periphery of the mesh but rather just below the costal margin. There was some concern that the absorbtacs were not getting adequate purchase on the fascia and additional non absorbable protack¿s were placed. After appropriate tacking took place, additional transfacial sutures were placed using 0 goretex suture and a suture passer. There was approximately an additional 4 transfascial sutures placed in between each of the previously placed stay sutures. She is using the suture passer as previously described. These sutures were then tied and the skin was elevated using a hemostat. The abdomen was inspected. The mesh was felt to be adequately placed and adequately anchored to transfascial sutures and tacks. There was no injuries noted. Hemostasis was assured. An 0 vicryl suture was placed through the fascia at the 12 mm camera port under direct visualization. The abdomen was deflated. The trocars were removed and the fascial stitch was tied. Skin was closed with subcuticular sutures. All sponge, sharp and instrument counts were correct. Sterile dressing was applied. The patient tolerated the procedure well, was extubated in the operating room without complications. She was delivered to the recovery room in awake and stable condition. Dr. Ramaswamy was present for the entire procedure.¿ (B)(6) 2008: (B)(6) hospital. Implant record. Graft dual mesh 1 mm thick 20 cm x 30 cm. Qty: 1. Manufacturer name and catalog number: gore 1dlmc07. Site-right flank. Lot number: 05446496. The records confirm a gore® dualmesh® biomaterial (1dlmc07/05446496) was implanted during the procedure. (B)(6) 2012: (B)(6) . Operative report. Preoperative diagnosis: abdominal pain secondary to reherniation of right flank incisional hernia. Postoperative diagnosis: extensive intra-abdominal adhesions. Reherniation of old right flank incision. Operative procedure: laparoscopic lysis of adhesions. Laparoscopic repair of recurrent right flank incisional hernia with re-tacking down of the old patch and an overlie of 15 sq cm progrip patch prosthesis. Assistant: brandon landsverk, pa-c. Indications for procedure: this 52-year-old lady has had increasing right flank and right upper quadrant abdominal pain. He has had a prior nephrectomy and had a herniation of the nephrectomy incision. This was treated several years ago with laparoscopic placement of a large dualmesh patch. The patch has herniated at its posterior aspect near the paraspinous region on the right side. The patient has had increasing pain from this and now presents for elective repair. She has been extensively educated with diagrams and drawings to him explain the intended procedure. We specifically talked about the expectations of care, risks, benefits, alternatives and the risks of the alternatives. She has made an informed decision to proceed with operative intervention. Intravenous antibiotics were given preoperatively. Antiembolism boots were placed on her lower extremities preoperatively. Foley catheter was inserted. Operative findings: on laparoscopic exploration, there were extensive intraabdominal adhesions. The omentum and the transverse colon are densely adherent to the prior dual patch in the right flank. The posterior aspect of this patch which would be at the paraspinous region on the right side has an obvious herniation as this was pulled away, leaving a fairly large defect at least 10-12 cm in size. There was no evidence of recurrent tumor noted in this area. The right colon appears normal although it also adherent down and into the hernia. The dualmesh had pulled loose inferiorly and had contracted somewhat. A 15 sq cm progrip patch was used for this repair. Description of procedure: ¿the patient was placed supine on the operating table and titled on her left side with about a 30-degree elevation of her right side by pillows. The abdomen was widely prepped and draped. A j&j skin protector was placed over the abdominal skin. A 5-mm incision was made in the right mid abdomen. A veress needle was inserted, and 3l of co2 were insufflated. The veress needle was removed, and a 5-mm versastep port was placed. The 5-mm 30-degree angle high-definition laparoscope was then introduced in the peritoneal cavity. Under direct vision, 2 additional ports were placed, both closer to the midline; one was a 5-mm port; the third one was a 12-mm port. Instrumentation was introduced in the abdomen and the table was tilted to the left side down, bringing the right side higher. The omentum had to be taken down from the anterior abdominal wall and to expose the right lobe of the liver. The right lobe of the liver was then taken down off this herniation and off the patch with very blunt and gentle dissection. The right colon was mobilized in its entirety from the cecum all the way up past the hepatic flexure until this could be brought out of the hernia. The colon appeared to be uninjured by this, and the retroperitoneum obviously was entered until the herniation could be discernable. It appeared that the old dualmesh had pulled loose at its posterior aspect. The fascial margins were then able to be exposed, and the tissue cleared several centimeters back from the fascial edge. We were able to take the dualmesh which had retracted and somewhat crinkled up and stretch it back out and reattach it with a series of interrupted 0 tycron sutures, suturing the facial edge and very large stitches and to the edge of the patch. This was series of approximately 20 interrupted stitches placed by using endostitch device and tying these intracorporeally. Once these were placed, an overlie 15 sq cm progrip patch was marked and folded appropriately and introduced in the peritoneal cavity. The progrip patch was marked and folded appropriately and introduced in the peritoneal cavity. The progrip patch was then placed over the inferior aspect of the dualmesh, centered over this and then stapled into place with the hernia stapling device. This provided substantial overlie of the posterior aspect of this old patch in all directions. It is of note that the anterior portion and the upper portion and the upper lateral portion of the old graft were still intact. Once the progrip was placed and secured, pictures were taken and will be available in the chart. The right colon was then placed back in it normal position. The area was inspected for hemostasis. Small bleeders were treated with electrocoagulation. The 12-mm port was removed from the abdomen, and the fascial defect was closed with a suture passer using 0 vicryl. All 3 ports were infiltrated with 0.5% marcaine with epinephrine. The skin was closed with 4-0 undyed vicryl subcuticular stitch and steri-strips. An abdominal binder was placed. The patient was then taken to recovery in good condition. The sponge and instrument counts were correct. Blood loss was minimal. The patient was transfused 2100 ml of lactated ringer¿s. There were no specimens sent for pathologic evaluation.¿ (B)(6) 2012: (B)(6) . Implant sticker. Covidien parietex¿. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic hernia repair on (B)(6) 2008, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012 an additional procedure occurred. It was reported the patient alleges the following injuries: retacking of mesh requiring revision surgery on (B)(6) 2012. Additional event specific information was not provided.